Event description:
New information notes that the patient presented to the hospital on 23 mar 2021, where their right ventricular lead was capped and replaced. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the hospital on (B)(6) 2021 with their right ventricular lead experiencing increased capture thresholds and decreased sensing compared to their last follow up 1 year prior. Far r wave oversensing was noted, as well as occasional noise on the ventricular channel. A chest x-ray performed on (B)(6) 2021 revealed that the patient's right ventricular lead had been dislodged. A replacement procedure is planned, but no action was taken at this time. The patient was stable throughout.